Manufacturer narrative:
Correction to h11: the product was reanalyzed and the correction to the analysis is below: product event summary: the afapro28 balloon catheter with lot number 18037 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius (°c). The inflation, ablation, and thawing phases were completed. No console system notices were generated. During inspection of the balloon segment, a broken injection tube was identified right before the injection tube coil. In conclusion, the reported temperature issue was confirmed through analysis and the balloon catheter failed return inspection due to the injection tube fracture/tear observed on the balloon segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18037 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius (°c). The inflation, ablation, and thawing phases were completed. No console system notices were generated. During inspection of the balloon segment, the inner balloon distal neck/gwl bond length tolerance stack-up issue was identified. During inspection of the balloon segment, the coil was observed to be at 1.33 millimeters (mm) from the tip. The coil must be at 2.5 mm +/- 0.5 mm from the tip. In conclusion, the reported temperature issue was confirmed through analysis and the balloon catheter failed return inspection due to the inner balloon distal neck/gwl bond length tolerance stack-up issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 2035u (lot: g23a06589); product type: cables and accessories; product ID 203cx (lot: 228722411); product type: cables and accessories; product ID 106a3 (serial: (B)(6); product type: console. Spare parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was a large temperature fluctuation and then the temperature suddenly decreased multiple times. Ablations were terminated once a certain temperature was reached throughout the procedure to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.